Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers were offline and was unable to issue medication. A technical support specialist (tss) guided the customer through troubleshooting steps by having all-in-one system and the cabinet connected to different wall power outlets, updating the windows network adapter internet protocol settings for the cabinet from dynamic host configuration protocol to a static configuration, and restarting the cubex application. The technical support specialist also advised the customer to have the facility maintenance team inspect the previously used power outlet, which was suspected to have failed to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline. A message on the screen indicated that the drawers were offline, and the user was unable to log in to issue amiodarone 200 mg tablet. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.